Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during transport, with dry white spots observed inside the light protective bag. Additionally, the infusor line appeared to be improperly assembled and was noted to be loose. The device was filled with 5 flurouracil 5000mg in 115ml sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection on the unit via the naked eye noted white drug powder inside a bag that contained the unit. When the unit was removed from the bag, blue winged luer cap was observed to have been slightly untightened. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Functional leak test was performed, and no signs of leaking were observed. The reported condition was verified. The cause was user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.